Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2 (common device name). The device was not returned to zoll medical corporation for evaluation; however, clinical data file was provided for review. A review of the data file determined that the first segment contained significant signal artifact following pad application, preventing reliable rhythm classification and resulting in an appropriate non-shockable determination. The second analysis segment demonstrated waveform characteristics and rate that did not meet shockable criteria and was also appropriately classified as non-shockable. Although the third segment demonstrated ventricular fibrillation and was classified as shockable, the overall analysis result of "no shock advised" was generated because two out of theree analysis segments were determined to be non-shockable. Investigation concluded the AED pro operated as designed and no device malfunctioned was identified. Analysis for reports of this type has not identified an increase in trend.